Event description:
On (B)(6), 2009, an (B)(6) old female had spinal fusion surgery. The patient's health is listed as generally healthy. On or about (B)(6), 2009, the patient developed symptoms of an infection and was treated with 600mg of clindamycin on that day and re-admitted to the hospital. The treatment prescribed was spinal washout. The patient was discharge on (B)(6), 2009. Wound site cultures were done on (B)(6), and all were negative. As per mtf's infection report, the patient appears to be doing well.